Manufacturer narrative:
DHR review was completed. Part: 03.037.032. Lot: 9838010. Manufacturing site: hägendorf. Release to warehouse date: 06 mai 2016. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Customer quality returned product investigation flow: device interaction/functional. Visual inspection: visual inspection of the returned nail extractor (03.037.032, 9838010) revealed minor stripping of the most distal portion of the threads at the distal tip, which engage with the nail during extraction. Functional test: a functional test could not be performed as the nail was not returned. However, the stripped threads noted during visual inspection could contribute to an assembly issue with the nail. Therefore, the received condition is considered to be in agreement with the complaint condition. Dimensional inspection: dimensional analysis of the major thread diameter of the distal threads measured 10.847mm at the most distal threads and 10.877mm at the most proximal threads (om115p). Both measurements are within specification of 10.794-10.974mm per drawing and iso 965-1:2013. Document/specification review: the following drawing and tolerancing standard were reviewed during investigation: nail extraction instrument. Iso 965-1:2013. No relevant design issues were noted. DHR review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing. Conclusion: the complaint condition was confirmed with investigation. Although the threads measured within specification, the observed stripped threads indicated an altered thread crest profile, which could cause an issue engaging with the nail¿s threads. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an nail extractor.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d4, g1, g5: additional information provided. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown extraction instrument/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a removal of trochanteric fixation nail advanced (tfna) nail and blade due to painful non-union. It was further reported a distal locking screw was broken. Both pieces of the broken screw were removed. During the procedure, upon extracting the tfna helical blade, the extraction instrument for tfna helical blade and screw did not function properly. Surgeon had to use the helical blade/screw coupling screw to remove the blade. Surgeon also had difficulty engaging the extraction instrument for nails, cannulated to the top of the nail and stated that it is not tapped and very touchy to engaged into the nail. The extraction instrument for nails finally engaged and the nail was removed. The surgeon then proceeded to insert a competitor¿s nail and the surgery was completed with no issues. The revision due to non-union is addressed in (B)(4). This report addresses the intraoperative events with the instruments. Concomitant devices: tfna nail (part 04.037.159, lot h513989, quantity 1), helical blade (part 04.037.395, lot h458427, quantity 1) this report is for one (1) unknown extraction instrument. This is report 3 of 3 for (B)(4).